Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extension locks. The system operates as intended.

Event description:
The customer reported the leg extensions were stuck. No pt injury was reported.